Event description:
It was reported that the patient came in 41.6c and now they have dropped to 35.9c on the arctic sun device. Mis suggested nurse that confirming temperature with secondary probe that would measure core temperature. The water temperature was 40.2c, flow rate was 2.8lpm. It was noted that the weight of the patient was 72kg with medium pads in place. There was a wound over the stomach, but not much exposed abdomen. Mis explained that they could check protocol and see if nurse could add bair hugger or warm blankets, but it may be necessary to swap to large pads if this did not help get the patient to normothermia. Certain medications could cause a temporary overshoot to affect as well.

Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be determined. A potential root cause of the reported issue was inadequate pharmaceutical delivery. However, this could not be confirmed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "the rate of temperature change and potentially the final achievable patient temperature is affected by many factors. Treatment application, monitoring and results are the responsibility of the attending physician. If the patient does not reach target temperature in a reasonable time or the patient is not able to be maintained at the target temperature, the skin may be exposed to low or high water temperatures for an extended period of time which may increase the risk for skin injury. Ensure that pad sizing/coverage and custom parameter settings are correct for the patient and treatment goals, and the patient temperature probe is in the correct place. For patient cooling, ensure environmental factors such as excessively hot rooms, heat lamps, and heated nebulizers are eliminated and patient shivering is controlled. Otherwise, consider increasing minimum water temperature, modifying target temperature to an attainable setting or discontinuing treatment. For patient warming, consider decreasing maximum water temperature, modifying target temperature to an attainable setting or discontinuing treatment." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that the patient came in 41.6c and now they have dropped to 35.9c on the arctic sun device. Mis suggested nurse that confirming temperature with secondary probe that would measure core temperature. The water temperature was 40.2c, flow rate was 2.8lpm. It was noted that the weight of the patient was 72kg with medium pads in place. There was a wound over the stomach, but not much exposed abdomen. Mis explained that they could check protocol and see if nurse could add bair hugger or warm blankets, but it may be necessary to swap to large pads if this did not help get the patient to normothermia. Certain medications could cause a temporary overshoot to affect as well.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.